Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using trusteel infusion set, not following the proper load process for the cartridge, using cold insulin, and reusing residual insulin. Tandem clinical support informed customer that trusteel infusion set is indicated for 2 days of use, to follow the proper load process for the cartridge, always use room temperature insulin, and not to reuse residual insulin. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.